Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip. Moisture damage was noted on the electronic assembly.

Event description:
Customer reports to have jumped into the swimming pool with the insulin pump causing moisture on the screen. Customer's blood glucose is 88 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.